Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt has not used his scs system for approx one month due to irritating stimulation which causes discomfort to his prostate as he has a prostate issue. The pt would like the system explanted; however, the physician determined surgical intervention will not be taken at this time and advised the pt to continue charging the scs ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.